Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, involving a proximal femoral nail antirotation (pfna) system on an unknown date; the helical blade missed the nail and was inserted posterior to the nail. This report is for an unknown - trauma. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hwc. Date of implant was reported as unknown date in (B)(6) 2013. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records (DHR) review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.